Manufacturer narrative:
Device reporting regulation. This report is based upon information obtained by medtronic, which the company passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump failed the high pressure test and did not alarm for insulin flow blocked. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with manual injection for high blood glucose level. Customer reported that they had contacted their health care professional. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer did not allege insulin pump was under delivering. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.